Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the diagonal coronary artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.